Event description:
Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 07/26/2011. (B)(6). 2531779-03/24/2010-003-r. During evaluation the force sensor was found to be out of calibration. Unrelated to this issue, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.